Event description:
It was reported that the patient's implantable cardioverter defibrillator was found to go into back-up operation resulting in difficulty pairing with the merlin mobile application. The device was successfully restored to nominal settings. There were no patient consequences.